Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the returned paddle lead found multiple broken wires in the header. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-15160. It was reported that the patient experienced ineffective therapy due to auto-reduction. Troubleshooting revealed high impedances. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the entire system was explanted and replaced to address the issue.